Event description:
A report was made regarding a broken screen on a customer's pump. There was no adverse impact to the customer¿s blood glucose level due to this issue. Although the pump started when plugged in, the touchscreen was non-functional, and a replacement pump was slated to be issued. There was no information provided regarding backup insulin therapy in the interim.